Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2020 wherein the patient had their leads and ipg explanted and replaced. Therapy has been restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-13489 and 1627487-2019-13490. It was reported diagnostics indicated high impedance readings. Reprogramming was unable to provide effective therapy. The patient started a bte trial which was successful. As a result, surgical intervention may take place to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.